Event description:
Related manufacturer reference numbers: 2017865-2022-04939, related manufacturer reference numbers: 2017865-2022-04940. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead, right ventricular (rv) lead and left ventricular (lv) lead exhibited failure to capture. It was also found that the atrial lead and rv lead exhibited low pacing impedance as well. The rv lead further exhibited under-sensing and pectoral muscle stimulation. The lv lead was capped on (B)(6) 2022. The atrial lead and rv lead were capped and replaced on (B)(6) 2022. Patient condition was stable.